Manufacturer narrative:
No customer product or patient blood sample was returned to immucor for immucor investigation. However, the immucor laboratory tested retention product on (B)(4) 2014, which performed as expected. Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(4) 2014.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID on a galileo echo.